Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for eval. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported hypoglycemic event that required glucagon injection by a paramedic. He stated that he delivered a 10.0 unit bolus when his blood glucose was 57mg/dl, he sat down to eat a meal, and he passed out. The pt said that does not know the lowest blood glucose reading that was obtained. At the time of the contact, his blood glucose had resolved to 100mg/dl. The pt noted that he has history of hypoglycemia. He reviewed the pump and stated that the basal rates were correctly programmed, the date and time were correct. Customer support concluded that the pt's blood glucose most likely dropped quickly if he delivered the bolus when his blood glucose was already low and did not immediately consume carbohydrates.